Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the pediatric patient underwent atrial septal defect repair on (B)(6) 2016 and suture was used to close the subcutaneous. Following the procedure, that patient experienced infection. After treatment, the patient has been discharged. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 11/30/2016. (B)(4). Additional information was requested and the following was obtained: please provide the lot numbers for vcp772d used for this patient. Vcp772d kh2756. What was the result of culture of chest infection site? Staphylococcus aureus infection. What is the current condition of the child? Unknown. Was any medical or surgical intervention performed on this patient? Wound clean and re-sew the wound.